Manufacturer narrative:
(B)(4). The device was received by allergan however the product analysis has not yet been completed and the taper has not yet been determined. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a lap-band port leak first noticed when pt reported "not feeling adequate restriction." Physician noted "missing fluid" during the following several adjustment fills. The port was explanted and replaced.